Event description:
It was reported the nicu patient received an unnecessary dose of dopamine due to incorrect non-invasive blood pressure (nibp) measurements. The hospital uses philips monitors but cut the nibp hoses to place a non-philips dual hose adaptor to accommodate the non-philips cuff. The resulting measurements were incorrect, which led to an unnecessary dose of dopamine being administered. The impact to the patient was not provided. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event (product information, serial number, UDI and customer info) and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips customer project manager tried reaching out to gather more information, but the customer stated they "found no evidence of defects in philips equipment or accessories" and declined to provide any more information about the event. Multiple attempts were made to obtain, serial number, UDI, 510k. Because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.